Event description:
It was reported that a user experienced recurrent low blood glucose documented at 53 mg/dl while using the ilet system despite typical meal announcements and prior continuous glucose monitor (cgm) target adjustments by the healthcare provider, requiring use of the pause feature during downward glucose trends to mitigate further declines. Investigation included troubleshooting, education, and escalation for additional training. Investigation of this case revealed that the cause of hypoglycemia was unclear based on available information. Symptoms included anxiety associated with hypoglycemia. Outcomes included transient interruption of usual activities without hospitalization. It was concluded that the event was related to hypoglycemia with an undetermined cause, and additional user training was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.